Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered out of range on the day of the event. The atellica im 1300 analyzer received two messages regarding the secondary vacuum being out of range. A siemens customer service engineer (cse) was dispatched to the customer site and found that one of the waste reservoir caps was cracked, causing a major vacuum leak. The cap was subsequently replaced and the secondary vacuum issue went away. The cause of the event was the cracked waste reservoir cap which caused a vacuum leak. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
Four discordant, falsely elevated high sensitivity troponin I (tnih) results and one discordant, falsely elevated carcinoembryonic antigen (cea) result were obtained on five patient samples from five different patients on an atellica im 1300 analyzer. The discordant results were reported to the physician(s). The samples were rerun for the same assay on an alternate atellica im 1300 analyzer, recovering lower. The lower results were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to the discordant results.